Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported through that the patient passed away due to cardiac arrest. It is unknown if the outcome was device or therapy related. It is unknown if the pump will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the device operated as expected and the death was not device related. The device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 07apr2014. No further information was provided. The manufacturer is closing the file on this event.